Event description:
Catheter was placed. Immediately, pt became short of breath, face became red and pt complained of increased nausea and dizziness. Line removed immediately. Pt returned to baseline within 5 mins.